Event description:
Boston scientific crm received information that during a normal patient follow up, it was discovered that this cardiac resynchronization therapy defibrillator (crt-d) displayed the elective replacement indicator (eri) after being implanted for only three years. There is a concern that the battery had depleted earlier than expected. No adverse patient effects were reported.

Manufacturer narrative:
The crt-d will be replaced and returned for laboratory analysis. No additional information is available. Once the device has been returned and analysis completed, this report will be updated.

Manufacturer narrative:
Upon receipt in our laboratory, device interrogation revealed that the device had reached elective replacement indicator (eri). A longevity calculation using the most recent programmed parameters and therapy use information indicated that the device fell short of labeled longevity expectations. Review of self-diagnostic test results stored in device memory did not identify any periods of excessive current or energy use during the life of the device. Preliminary testing of device function demonstrated normal behavior. Further analysis of device memory indicated that an eri indicator was declared due to two consecutive charges exceeding the eri charge time limit. The monitoring voltage was above the eri limit, indicating that the battery was not depleted and had sufficient capacity remaining to provide therapy if needed. However, the charge times would have been longer than the 18 seconds eri charge time limit specified in device labeling. Device circuitry was designed such that the eri charge time limit of 18 seconds would be reached near the corresponding eri monitoring voltage limit. In this case, a normal but earlier than expected buildup of internal battery impedance increased charge time, causing the charge time indicator to trip eri early. Despite the longevity shortfall, replacement indicators operated as designed and the device was capable of detecting and treating arrhythmias for several additional months as described in device labeling. This ensured patient safety during the replacement period.

Manufacturer narrative:
Once analysis is completed, this report will be updated.s

Event description:
The crt-d was successfully replaced and will be returned for laboratory analysis.